Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 1000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between january 18-19, 2023. H11: three (3) actual devices and two (2) photographs of samples were provided for evaluation. Visual inspection was performed on all samples; the reported leakage was identified by visual inspection of the photo samples; however, was not easily identified by initial visual inspection on the returned samples. Functional leak testing of the actual samples was performed and a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.